Event description:
It was reported that high impedance was detected on the patient's generator. The patient underwent prophylactic generator replacement and lead replacement due to the high impedance. It was reported that there was no known trauma or manipulation and that pin re-insertion was attempted at the revision surgery. The facility would not release the explanted products and therefore return of the suspect product is not expected to date. No further relevant information has been received to date.